Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the esheath was damaged/torn while pushing the sapien 3 valve and commander through it. All devices were able to be removed without causing an injury. A new sheath was taken and then the valve was successfully implanted. As found per the pre-decontamination evaluation of the returned 14fr esheath, there were liner strands along the partial length of the tear, hdpe strand near the distal tip and heavy scratches along sheath shaft. Delamination was detected.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The returned sheath was fully inspected. The liner was torn approximately 6¿ from distal tip. There were ripples along the liner tear, a liner strand along the length of liner tear, and a hdpe strand near the distal tip. There was also minor distal tip damage, scratches on the sheath shaft, and a kink on sheath shaft approx. 2.5¿ from distal tip. Due to the condition of the returned device and nature of the issue (liner torn), no relevant functional testing was performed. The liner thickness was measured along the length of tear and was found to be within specification. A DHR review was performed for the components related to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders did not reveal any issues that could have contributed to this complaint. During the manufacturing process, the esheath underwent the multiple 100% processes and inspection. Product verification (pv) testing was completed for the work order on a sampling basis, including a sheath insertion force test. All samples passed product verification testing for the work order. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A lot history review revealed no other similar complaints. A review of similar complaints from january 2018 to december 2018 for edwards esheath introducer set (for all models, 14f) indicated that patient and/or procedural factors may have contributed to the complaint events. A review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend categories.   Investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies. A review of complaint history suggests that patient and/or procedural factors may have contributed to the reported events. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Imagery of the patient vasculature provided showed areas of calcification, and the returned device showed scratches along the sheath shaft and damage to the sheath distal tip which indicates that calcification was present in the patient access vessel. Presence of calcification can increase push forces necessary to advance the sheath into the vessel, and the delivery system through the sheath. Factors that can cause damage to the liner include a tortuous and calcified patient anatomy. Calcification can damage the liner material, weakening it and making it susceptible to tearing when advancing the delivery system, especially if high push forces were required to insert the catheter. Interaction of the hdpe with calcification may have resulted in the observed sheath damage. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Per complaint description. It is likely that all the events (resistance with delivery system, shaft damage, liner tear, and liner strand) are related in that the resistance during delivery system insertion through the sheath and subsequent retrieval caused the liner tear and strand. Available information suggests that patient factors (access vessel calcification) may have contributed to the reported event. However, at this time a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints was confirmed but no manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggests patient/procedural factors may have contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for their respective trend categories did not exceed the december 2018 control limits. As such, no corrective or preventative actions are required at this time.